Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was 512 mg/dl which was addressed with a manual injection. A system check was performed and the occlusion was found to be within the infusion set tubing. The tubing was changed to address the event and insulin delivery was resumed. Multiple attempts were made by tandem technical support (cts) to obtain infusion set information; however, cts was unable to obtain the infusion set information